Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Wrong number was provided by the customer. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose results. The expected fasting blood glucose test result range is 70-80 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported on the actual blood glucose test results. Ambulance was called but no medical treatment was performed; normal reading of 108 mg/dl and no symptoms reported. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 04/29/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer called originally because she informed me the meter read hi for her. Customer also informed me that she got a result of 323 mg/dl about 2 weeks ago and she felt it was high for her so she called the ambulance, but when they took her blood sugar it read at 108 mg/dl and she never felt any symptoms. Customer is also getting lower and higher readings without feeling symptoms and customer feels she needs the meter replaced. Customer's regular glucose range is 70-80 mg/dl fasting.